Event description:
Due to a translation error, no suspected rupture occurred on the right side. Patient visited hospital due to "suspected rt breast cancer", which is not device-related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: yellow biological tissue observed, in the surface of the shell. Observed, deformation on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side ¿capsular contracture, baker grade unknown". Healthcare professional, later reported, "capsular contracture, baker grade IV". Patient additionally reported, "suspected rupture and migration". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side ¿capsular contracture" baker grade unknown. The device has been explanted.